Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator wavefrom dropped below baseline and all waveforms and parameters stopped recording. The ventilation still occurred but the waveforms and parameters were not captured. The patient was extubated from the ventilator. No patient injury.